Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue test strip UDI# (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 200 to 400mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of e-5 and 577mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/303/2017 and open vial date is 12/01/2016. The meter memory was reviewed for previous test result history: the 194mg/dl (B)(6) 2016 10:37 pm fasting: yes, the 187mg/dl (B)(6) 2016 05:00 pm fasting: yes, the 540mg/dl (B)(6) 2016 01:53 pm fasting: no, the 597mg/dl (B)(6) 2016 12:58 pm fasting: no, the 126mg/dl (B)(6) 2016 10:19 pm fasting: yes. Customer called in stating he was getting e-5 messages, however customer also mentioned he had received the reading of hi a couple of days ago. Customer states he does not recall if the hi reading was fasting or non-fasting on (B)(6) 2016 at 12:19 pm. . Customer has not had any recent changes in his diet, exercise or medications.